Event description:
It was reported by the customer, the end user was using simethicone infused water for precleaning of the evis exera iii colonovideoscope. Additionally, the staff was not knowledgeable of the delayed reprocessing time and the staff was not completing all the steps of manual cleaning per the instructions for use. The facility leadership was concerned that the residual of simethicone may be in the endoscope channels. A concern for the harboring of bioburden and biofilm was a risk. The issue was found during reprocessing. No patient harm reported. There was an ongoing investigation about the reprocessing of the endoscopes at the facility. The facility was sending all scopes for evaluation and four thousand (4,000) plus people were being notified to come in and get a blood test. Additional information was received from the customer at a later time stating there was no death or injury or infection that occurred during the event.this complaint is related to patient identifiers; c22048874, c22048880, c22048882, c22048892, c22056619, c22064873, c22064882, c22068478, c22071566, c22072158, c22072173, c22072187, and c22072191.

Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The device was returned to olympus for evaluation and the reported issue was not confirmed. However, there was leaking at the instrument channel and restriction. The plastic distal end had deep dents and scratches and the plastic distal end cover insulation had a crack. One light guide lens had an internal crack. The bending section cover glue was cracked. The angulation was low, and the control knob had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The olympus endoscopy support specialist (ess) performed a reprocessing in-service/customer competency. The ess noted the facility utilized the medivator¿s scope buddy plus for manual cleaning and manual flushing of endoscope channels. For manual high-level disinfection, rinsing, and alcohol flush, the facility used medivator¿s reprocessor. All olympus recommended reprocessing guideline steps were reviewed following the olympus reprocessing manuals during the in-service. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and considering the following observations, it is likely the event occurred because the facility staff was inadequately trained in reprocessing and/or device handling in accordance with the instructions for use (IFU): the end user was using simethicone infused water for precleaning of the endoscopes. Staff was not knowledgeable of the delayed reprocessing time. Staff was not completing all steps of manual cleaning per the IFU. The user had concern about risk from the above deviations and sent the device to olympus. The event can be detected/prevented by following the instructions for use which state: "precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿some national or professional guidelines recommend using a detergent solution for precleaning. Consult with your hospital¿s infection control committee regarding use of the detergent solution. Do not apply lubricants to the aw channel cleaning adapter. Lubricants may cause malfunction of the aw channel cleaning adapter.¿ ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure.¿ olympus will continue to monitor field performance for this device.